Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 446 mg/dl at the time of incident. The customer¿s another blood glucose value was 297 mg/dl. The customer treated high blood glucose with bolus. Customer had been using the insulin pump system within 48 hours of reported high bg event. It was unknown if the customer was using auto mode or not at the time of incident. The troubleshooting was done. The insulin pump will not be returned for analysis.